Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and high thresholds. Additionally, there were observations of noise that was being oversensed which resulted in pacing inhibition. Isometrics was performed and the noise was able to be reproduced. The patient did not experience asystole subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.